Event description:
Treatment of an ophthalmic aneurysm. It was reported that the proximal section of the pipeline was not fully opened after deployment. The device was snared and removed from the patient. No patient injury reported.

Manufacturer narrative:
Only the pipeline was returned for evaluation and one end was found damaged. The evaluation could not determine the cause of the event. (B)(4).